Event description:
Difficulty was experienced during attempts to dilate the proximal circumflex lesion, which was within a vessel that was calcified with a sharp degree of angulation at the take off of the circumflex. The stent embolized within the left main artery.